Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 550 mg/dl at the time of the incident. The customer also reported that she experienced vomiting, diarrhea and was not feeling well during the call. The customer stated that she had concussion. The customer declined to troubleshoot. The customer stated that she had bent needles after removing the infusion set. The customer stated that there was a cloud like drawing on her screen. The insulin pump will not be returned for analysis.